Event description:
It was reported that during da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they had an error on arm 1 but the logs showed blue fiber errors of 40, 23 and 54 and 55. The customer stated they disable arm 1 and they system was working and all blue cables had blue leds. The customer was going to do the case as a 3-arm system. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the charge nurse informed the case was completed as a 3-arm procedure due to the error of the cables. The procedure was an appendectomy with dr. Mukherjee. The nurse cannot provide patient demographics.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called back after the procedure to perform troubleshooting and a hard power cycle. The customer also brought new blue fiber cables and inspected the ports on the vision side cart (vsc). The field engineer later contacted the customer and confirmed that there were no more issues. Error logs confirmed that the issues did not return. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.